Manufacturer narrative:
Corrected: date of event: corrected from (B)(6) 2019 to (B)(6) 2019. Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 4.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and pulled over the proximal markerband. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion damage 137.3cm distal to the distal end of the strain relief with the inner lumen being bunched for a length of 0.2cm, measured using ruler g26579. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery (lm). A 4.00x38mm proms element plus drug-eluting stent was advanced for treatment. However, the device became stuck in the lm and when the device was removed, stent deformities were noted. A shorter stent was used and safely completed the procedure. No patient complications were reported. It was further reported the left main artery was 95% stenosed and mildly tortuous.

Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery (lm). A 4.00x38mm proms element plus drug-eluting stent was advanced for treatment. However, the device became stuck in the lm and when the device was removed, stent deformities were noted. A shorter stent was used and safely completed the procedure. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Date of event: unknown. Used the first date of the month of the aware date. Device evaluated by MFR.: promus element plus,mr,ous 4.00 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts lifted and pulled over the proximal markerband. The undamaged crimped stent outer diameter was measured using a snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the length of the hypotube. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion damage 137.3cm distal to the distal end of the strain relief with the inner lumen being bunched for a length of 0.2cm, measured using ruler g26579. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left main artery (lm). A 4.00x38mm proms element plus drug-eluting stent was advanced for treatment. However, the device became stuck in the lm and when the device was removed, stent deformities were noted. A shorter stent was used and safely completed the procedure. No patient complications were reported.